Event description:
Before used to treat a cerebral aneurysm, the deltapaq platinum microcoil 7 mm x 20 cm (B)(4) delivery system had resistance and the coil prematurely detached in the echelon 14 microcatheter. It was reported that, prior to the event, the operator felt something strange while trying to push the coil further into the microcatheter, but it would not move. Then, once the device was removed, the coil had detached prematurely, but the deltapaq platinum microcoil was removed without difficulty. Then, the procedure was continued with other coils. It was unknown if one to one relationship was lost, but the coil was not removed as an assembly. After the event, no other damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc), and the coil is going to be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt

Manufacturer narrative:
Before used to treat a cerebral aneurysm, the deltapaq platinum microcoil 7 mm x 20 cm (B)(4) delivery system had resistance and the coil prematurely detached in the echelon 14 microcatheter. It was reported that, prior to the event, the operator felt something strange while trying to push the coil further into the microcatheter, but it would not move. Then, once the device was removed, the coil had detached prematurely, but the deltapaq platinum microcoil was removed without difficulty. Then, the procedure was continued with other coils. It was unknown if one to one relationship was lost, but the coil was not removed as an assembly. After the event, no other damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc), and the coil is going to be returned for analysis. The coil was not detached as reported in the event description. The coil was returned still attached to the device positioning unit (dpu) via the detachment fiber. The proximal section of the coil was returned stretched. The 20.0 centimeter coil was returned stretched approximately 52.5 centimeters in length. The stretch resistance suture was severed from the detachment fiber. The coil unraveled out of the distal soldered section. No material defects or processing errors were found. The distal section of the coil was undamaged. Located at the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured. The distal damaged section of the v notch has been raised above the surface plane. The locking mechanism has compression and stretching damage. There are two possible contributing factors to the 'operator feeling something strange while trying to push the coil further into the microcatheter, but would not move' and the impression that the coil detached. The primary and the most likely root cause of the field complaint occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism became embedded inside the v notch of the resheathing tool. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance preventing the coil from being advanced in the microcatheter. This binding action most likely caused the coil to buckle which may have temporarily anchored the coil preventing forward movement and caused the coil to stretch during removal. When the coil finally stretched during retraction it may have given the end user the false impression that the coil detached inside the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3.' The secondary, but less likely contributing factor to the field complaint may have been to due distal interference inside the microcatheter. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the echelon 14 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm). Caution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Caution: if the micrus microcoil system becomes immobile in the infusion microcatheter, apply a gentle push pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Due to the returned condition of the device functional testing for insertion through a microcatheter cannot be performed and without the return of the concomitant microcatheter, no conclusion regarding its impact on the event can be determined because the coil was returned with the coil attached. Based on the available information and analysis of the returned device, no conclusion can be made regarding the reported resistance friction during insertion of the presidio through the non codman microcatheter. It appears that withdrawal in the presence of this resistance led to the detachment of the coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.